Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record review. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found that the device was in good condition with no visible damage. During functional testing the motor rate error appeared a few seconds after start. The root cause of the reported issue was found to be normal wear as the device had bad worm coupling and a faulty motor. Actions were taken to mitigate the reported issue: electrical safety test was performed and the device passed all functional testing. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.